Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving hydromorphone and bupivicaine (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain and other non-malignant pain. The date of the event was approximately (B)(6) 2011. It was reported that about six years ago the catheter was broken and it was never removed. The catheter had migrated lower in the spine and was causing problems with their legs. No further complications were reported.